Event description:
It was reported by service report that the bed had no power due to a loose power cord connection at the bed head wall. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord had a loose connection at the bed headwall.